Event description:
Total abdominal hysterectomy with bs&o and marshall-marcetti done on 6/16/95. Foley catheter inserted during surgery and sutured to bladder. On 6/17/95, nurses were unable to remove foley catheter. On 6/18/95, pt was taken back to surgery. Urologist performed cystoscopy to clip sutures and foley catheter was removed without incident. No product defect noted with foley catheter.